Event description:
Reporting status: serious injury/permanent injury. Reporting rationale: myocardial infarction is considered to be permanent injury. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during this procedure, a 3.0 x 23 mm xience v stent and two 2.5 x 28 mm xience v stents were all deployed to treat the proximal circumflex. A 2.5 x 12 mm xience v stent was deployed in to treat a lesion in the proximal lad. There were not patient effects or product issue noted during the procedure. The next day, the patient had elevated troponin I. There was no pre-procedural level drawn and the patient had no other symptoms. The following month, the clinical evaluation committee (cec) review results determined that this was a non q-wave mi. No additional event or patient information is available.

Manufacturer narrative:
Mi, as listed in the IFU, is a known adverse event associated with coronary stenting. Additionally, mi and elevated cardiac enzymes are listed in risk assessment, as no-fault post-procedure complications. Elevated cardiac enzymes can occur as a result of many things including from a normal pci, possibly as a result of the balloon inflation restricting blood flow in the vessel. It is possible that the elevated cardiac enzymes are a secondary effect of the mi. In this case, a conclusive cause for the reported patient effects and the relationship to the xience v sds, if any, cannot be determined. The other three xience v stents mentioned are being reported each under different MFR #s.